Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. During the procedure, the physician scrubbed in and no catheter was inside the heart yet. The team prepared as usual the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was noticed that blood got out by the hub. No resistance from the valve during the flush by the irrigation port. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed for a new one and they were able to proceed successfully with the procedure. The procedure was delayed 2 minutes and there was no patient consequence reported. Additional information was received on the event. There was no physical damage to the valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. The patient¿s hemodynamics was not compromised due to bleeding. The approximate volume of blood that was lost was less than 5 ml, no significant quantity. The event was assessed as a MDR reportable hemostatic valve leak issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. During the procedure, the physician scrubbed in and no catheter was inside the heart yet. The team prepared as usual the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was noticed that blood got out by the hub. No resistance from the valve during the flush by the irrigation port. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed for a new one and they were able to proceed successfully with the procedure. The procedure was delayed 2 minutes and there was no patient consequence reported. The device evaluation was completed on 21-apr-2022. The product was returned to biosense webster for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)